Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), transvenous right atrial (ra) lead, and transvenous right ventricular (rv) lead were measuring a high rv and ra pacing impedance. These issues, which occurred approximately 2 years ago, triggered latitude red and yellow alerts, respectively.

Manufacturer narrative:
The local field representative notified the following clinic of these alerts. According to the available information, this crt-d, ra lead, and rv lead remain implanted and in service. The physician plans to monitor the situation at this time. No additional information is available at this time. Should more information become available, this event will be updated. Additional information indicates that this crt-d was replaced with a competitive device. During the replacement procedure, the ra and rv leads were reportedly tested via pacing system analyzer (psa) and found to have acceptable measurements. When attached to the replacement device, lead measurements remained within normal range. The physician elected to leave these chronic leads in service with the new device. An attempt is being made to retrieve the explanted device for return and analysis, but it is unknown at this time if the device will be returned. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Subsequently, this device was returned to our post market quality assurance laboratory for analysis. A review of device memory noted that the device was in a middle of life (mol) battery status, with a monitoring voltage of 2.58 v. The device passed a series of automated diagnostic tests that verified normal performance of defibrillation, pacing, sensing, and recording functions. Final analysis was unable to confirm the clinical observations, as the device operated within performance specifications throughout testing. This event will be updated if any additional information becomes available.